Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2013 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-nov-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. The reason for call was pt reported their symptoms had been pretty good for a while , but for about the last month and a half they first started noticing an issue of urine leakage and then noticed loose bowels usually in the evening. Pt said they tried regulating their diet and medications for stool and checked their stimulator (settings) because they were not sure they were receiving signal but they were able to changed program 4-5 times. Pt said they switched to a new program about 4 months ago and the switch helped and they did fine, they felt a little bit of stimulation but did not raise very high and after a couple of days no longer felt stim tried to raise it again and finally 2 days ago they got the program changed and increased and felt it a little bit of stim forward, not towards the middle or back, the location that normally helps them. Pt said they know they can't use program 1 but are not sure about program 3 but knows when they are on programs 2,4,6 they feel stim sensation on 4 and 6 they feel it more posterior, at one time when they were using program 4 all the way up to 7 was helpful for a while. Pt said they have been trying to connect with the manufacturer representative (rep) to see if they can meet at the hcp office but rep's voicemail is full. Pt said the doctor's office told them to call once they get a hold of the rep. Pt said they will contact the hcp office to see what the next date is the rep will be in their office to coordinate an appointment. The patient's relevant medical history included seeing a bowel doctor about hemorrhoid's problems since march and in march pt was doing ok, they will see this doctor at end of the month. Additional information was received and patient stated that they had a fall and possible device dislodged. Had a doctor appointment on august 31st and they changed the program and they had some improvement and that they level of control had been good since they had the battery replacement in dec of 2019 however they have to change program occasionally due to loss of bowel control they were told the electrode had come dislodged after the fall on (B)(6) 2022 and the whole unit has to be replaced. They are still trying to schedule for a replaced.